Event description:
It was reported that after a da vinci s hysterectomy procedure was successfully completed, the patient developed blisters on the skin in their abdomen area due to an allergic reaction to the metal composition of the instrument cannula accessory. The console surgeon was aware of the patient's allergy to metal, however, a decision was made to proceed with the surgical procedure. Steroids were used to treat the patient's blisters.

Manufacturer narrative:
On (B)(6) 2010, the console surgeon reported that the patient was doing well, however, the console surgeon would not provide any other patient information. Per the information provided by the initial reporter, it was determined that the da vinci s surgical system worked as intended and no system malfunctions occurred during the surgical procedure. The hospital has continued to use the system to perform surgery on patients. As of september 1, 2010, no adverse events have been experienced with the site's da vinci s surgical system and no similar instances of this event have been reported to isi.

Manufacturer narrative:
(B)(4).